Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed with a radio frequency error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the radio frequency error. The customer programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. The customer confirmed that a temp basal was programmed before the alarm occurred. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump alarmed rf pic failed during the self test and high stop current due to a faulty component on the radio frequency board. The pump had a cracked case at the display window corner and minor scratches on the display window.